Event description:
It was reported that a pump malfunction occurred, identified by error code 16-0x20e6, which prevented access to the device. There was no reported impact on the customer's blood glucose level. The pump was expected to be returned for further inspection, and a replacement pump with the serial number 1474767 was arranged.